Manufacturer narrative:
(B)(4). Batch m9025k. The device was received with the blade outer sheath broken. The broken piece was returned with the device. Upon visual inspection to the device, the blade tip was returned intact and not broken off as reported by customer when tested for functionality, the device could not be torqued into the hand piece due to the damage of the outer sheath at the torque wrench area. No conclusion could be reached as to what caused this issue. Additionally as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an open unknown procedure, the blade tip was broken off when the device was connected to the hand piece. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.